Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusions; the device returned with the external slider in the home position. A gap was evident between the graft cover and taper tip which was within specification (= 1mm). The graft was deployed. Kinks were observed on the spiral tubing 44cm and 47cm from the strain relief. A 0.035-inch glidewire was inserted via the luer port and tip with blockages of the lumen confirmed at the kink sites. The reported ¿difficult to insert¿ can be confirmed through analysis. Ruler: calibration ID: 7367 the reported difficult to insert could not be confirmed on the images provided. Procedural angiograms showing attempts to advance the device over the guidewire and through the artery were not received for thorough analysis of the event. It is possible that the observed severe left iliac angulation may have contributed to the event, but this could not be confirmed. Image shows a delivery tracking label on the outside of what appears to be a medtronic cardboard box. Mpxr#: 890589 is written on the label which matches the mpxr#: relating to the complaint device. The reported ¿difficult to insert¿ cannot be confirmed through analysis of the image. H.6 device code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was intended to be implanted during an endovascular procedure for the treatment of a 34.6mm abdominal aortic aneurysm. It was reported that during the index procedure, after the main body was implanted the physician found that found that the endurant limb could not pass through the guide wire and thus could not be implanted in the body. The physician used another iliac stent of the same model and the procedure was successfully completed. As per the physician the cause of the event was due to the quality of the delivery systems sheath. No additional clinical sequelae was provided and the patient is fine.